Manufacturer narrative:
Concomitant medical products: 4196 lead, implanted: (B)(6) 2012; 6935m lead, implanted: (B)(6) 2012. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two months after a routine device replacement procedure, the right atrial lead pacing impedance was greater than 3000 ohms; the spike and high impedance triggered an alert. The lead also exhibited non-physiologic and far field r wave oversensing. A lead/device connection issue was suspected so the patient was referred to a electrophysiologist. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial lead was explanted and replaced due to high impedance. The device was also explanted and replaced.